Event description:
Following a cataract extraction procedure the surgeon implanted as ac21b anterior chamber lens. During the next three months the pt's vision reportedly diminished and was diagnosed with cystoid macular edema (cme) due to iritis which was believed to be related to the anterior chamber implant. The lens was explanted and replaced. The pt is doing fine and no longer has iritis or cme.